Manufacturer narrative:
Initial reporter phone#: (B)(6). Initial reporter fax #: (B)(6). Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for low draw with the incident lot was observed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were drawing low.

Manufacturer narrative:
Additional information: the device history records for batch 6090961 been reviewed with no issues being identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes were drawing low.